Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 429878 lead, implanted: (B)(6) 2013; 6947m62 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient stopped breathing while at home and died unexpectedly. The cause of death is unknown. It is unknown if the death is related to the device system. The patient was enrolled in the (B)(6) clinical trial. No additional details are available.